Manufacturer narrative:
Gbo complaint (B)(4). The date of event could not be obtained from the customer. No samples were received for evaluation. No material # or batch # was provided by the customer. No customer pictures were received. Unfortunately, without basic information, a thorough investigation is not possible. This complaint is closed as cannot be determined due to insufficient information.

Manufacturer narrative:
Gbo complaint (B)(4). Customer samples have been requested and the supplier has been informed about the complaint. If we receive samples from the customer and upon completion of investigation a supplement report will be filed.

Event description:
St. Joseph's laboratory system (five sites) converted to greiner tubes in may 2020. Since the conversion customer states the labs have experienced increases in hemolysis. Customer has provided some data showing the increases. Hemolysis data is collected in the aggregate of chemistry specimens and not documented by product item and lot numbers. Customer confirmed that the same collection, handling, and processing of patient specimens occur with the greiner tubes as with the bd tubes prior. Customer notified greiner in june 2020 ((B)(4)) of the increase but with no detailed information. Customer had a conference call with greiner in september 2020 to discuss hemolysis, the report from (B)(4) , and next steps. Customer has notified the sites not to double spin (re-centrifuge) specimens per our IFU. Customer has provided some additional information by laboratory site. Based on certain hemolysis index levels seen (varies by lab) the lab will cancel the patient's results and redraw. Customer advises this is a critical matter as it impacts patient care when redraws are required. Brighton laboratory experiences hemolysis with the lithium heparin gel tubes and the glucose tubes. Customer uses the thermo fisher scientific centrifuge at 4500 rpm 10 minutes and the thermo scientific 4000 at 13 minutes. Customer does centrifuge within 2 hours of collection. Customer advises that the collections are done by ed staff and cannot confirm collection methods and if the ed staff is properly mixing. No information on hemolysis index used.